Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of 20 mg/dl at the time of the incident. The customer was at 238 mg/dl at the time of the first call. The customer used food and was given glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump could be over delivering due to settings issues. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.